Manufacturer narrative:
Additional information is provided for h.2., h.3., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. This is the 4th complaint from different customers reported same issue and the 3rd complaints related to this same job of pressure cuffs; therefore, a packaging error from manufacturing is suspected. However, the clam knob part# is not a lot traceable. The manufacturing bill of materials of the reported trauma tower h-1200 does not include pressure cuff attachment screws as a go-with. Review of manufacturing job folder 4391481 of the affected pressure cuff sn# (B)(6) provided in the affected item tab determined a quantity of 100 clamp knobs part# 6205054 were pulled for this job of 50. Line clearance and closure also showed no extra or missing component before or after job completion. However, this is the 4th complaint from different customers reporting the same issue and, the 3rd complaint related to this same job; therefore, a packaging error during manufacturing is suspected. Note that the clam knob part# is not a lot traceable. The exact cause could not be determined. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
B3 date of event is unknown, no information received to date. D4: UDI information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there are missing thumb screws for chamber device. Patient involvement is unknown.